Event description:
The patient presented to another facility on [date redacted] (pod 9) - [post operative day 9]) with abdominal pain, high fever, tachycardia and CT scan suspicious for anastomotic leak. Patient was immediately/emergently transported via life flight to this hospital where he was taken emergently to the operating room for exploratory laparotomy converted to open, colonic anastomotic resection with end colostomy with noted stool in the llq [left lower quadrant] and a large hole in the prior anastomosis. Also noted were bent staples and unformed staples along the staple line with the hole. Postoperatively, the patient was started on zosyn and transferred to the sicu [surgical intensive care unit] in critical condition from severe sepsis. Patient's recovery was slow with significant tachycardia and delay of ostomy function. Course c/b gi [complicated by gastrointestinal] bleed from ng [nasogastric] tube trauma s/p egd [status post esophagogastroduodenoscopy] with clips on [date redacted] - two days after this hospital admission and pod 11. Intermittent fevers with sirs [systemic inflammatory response syndrome] response and now s/p drain placement for pelvic collection found on CT [date redacted] - day 4 of admission to this hospital. Course c/b postoperative ileus with decreased ostomy output. By pod 14, the patient was able to tolerate a solid diet without n/v [nausea and vomiting], have a return of bowel function, ambulate at baseline mobility and void independently. Patient was evaluated as stable and discharged to home on [date redacted] - two weeks after admission to this hospital. Manufacturer response for j&j ethicon stapler, ethicon (per site reporter). Reeducation and or vendor presence.